Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: during investigation, the pump powered on to the verify screen audible and vibratory features. The complaint of a blank screen was not duplicated. The display screen was found to fully illuminated and functioned properly. There was no defect found during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.